Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range pacing impedance measurements. Additionally, noise was observed which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. Loss of capture was also noted at maximum outputs. Based on device testing, there was a concern the lead was fractured. Lead replacement was planned for a later date. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the system was explanted and replaced with no issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.